Event description:
Device issue: none. Adverse event: pulmonary hypertension, death. Onset of adverse event: approximately 21 months post procedure. It was reported via a trial that on (B) (6) 2007, the patient underwent stenting of the predilated distal left circumflex artery with one xience v stent, the predilated proximal left anterior descending (lad) artery with one xience v stent, and direct stenting of the distal lad with one xience v stent. On an unknown date in (B) (6) 2008, the patient experienced pulmonary hypertension and died on (B) (6) 2009. Abbott vascular medical safety monitors assessed this event as a possible very late stent thrombosis. There was no additional information provided.

Manufacturer narrative:
(B) (4). The 3.5 x 18 xience and 2.5 x 8 xience, indicated are being filed under the same MFR#. Evaluation summary: there was no reported product deficiency. The reported hypertension, thrombosis, and death are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was also reported that the 2.5 x 8 xience v stent was implanted without pre-dilation. It should be noted that the xience v IFU states: "pre-dilate the lesion with a ptca catheter." As the patient effects were reported approximately 22 months post-procedure, it is unknown whether not pre-dilating the distal lesion contributed to the reported patient effects.